Manufacturer narrative:
Device is a combination product. Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
(B)(6) study. It was reported that post a stenting treatment procedure, the patient experienced a myocardial infarction. Index procedure (B)(6) 2010 - the target lesion was located in unknown vessel and was treated with a promus 3.0 x 12mm stent as well as a 3.0 x 38mm taxus liberte stent. (B)(6) 2011 - the patient presented due to myocardial infarction. The patient had recurrent ischemic symptoms lasting 10 minutes or more, but no new st elevation, depression or bundle branch block. Cardiac enzymes, angiography and an ECG were performed. Additional information has been requested but is not available.